Event description:
It was reported that when the surgeon was trying to bend the rod with a particular angulation to allow the rod to sit on the pt's hip while performing a scoliosis surgery, the rod broke. At the end, the rod was used in the surgery, which was successful. The bender used was not a medtronic instrument, is a so called by the distributor tech, a universal bender.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.